Event description:
It was reported that (1) cs14c was used with hp052 during a thyroid procedure. It was reported by the rep that the surgeon set the device on the drape. The device burnt a hole in surgeon gown and their skin was also burned. Opened another device to complete the case.